Event description:
An aneurx bifurcate stent graft system was implanted in the endovascular treatment of 50mm abdominal aortic aneurysm.  It was reported on the date of a CT , a left iliac limb occlusion was noted. It was said the top of the graft looked to have migrated well below the renal arteries. The patient was experiencing leg ischemia. The current aneurysm diameter is noted as 64mm. It was reported that an intervention took place . An endurant aui and cuff was implanted landing at the left lowest renal artery and extended out with a endurant 16 x16x 56 limb into the existing right iliac limb, then proceeded with a fem-fem bypass. The physician was unable to determine if only main body or limbs changed position with migration. It was reported that the patient went to a hospice the following month and is now deceased. The exact date of death is unknown. Per the physician, the cause of death is unknown. No additional clinical sequelae were provided and the patient is expired. *additional information received 14-mar-2022: it was reported that the patient went to hospice in (B)(6) and is now deceased. The exact date of death is unknown. *additional information received 15-mar-2022: per the physician, the cause of death is unknown.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tuf3214c102e, serial/lot #: (B)(4), ubd: 07-apr-2023, UDI#: (B)(4). Product ID: etlw1616c156e, serial/lot #: (B)(4), ubd: 19-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.